Manufacturer narrative:
Product event summary: data files were returned and analyzed. The lesion summary file was reviewed. There were no case files, log files, or case video recordings to provide additional context. No software anomalies were found. The max temp, level, and impedance reported for all 8 radiofrequency (rf) lesions all reported similar values, and did not exceed the maximum temperature and level allowed/set in software per spec-601 (73c. 90%). The maximum temperature recorded for rf lesions was 72.6c (lesion #4). All rf lesions reported a max temp below 73 celsius (c). Similarly, no extreme outlier statistics were observed in the pulsed field (pf) lesions, and the maximum temperature reached during any of the pf lesions was 46c. No software anomalies were found as a result of this investigation. In conclusion, the reported "steam pop" issue could not be confirmed through data analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, the physician reported a steam pop. There was no impact to the procedure. The procedure was completed. No further patient complications have been reported as a result of this event.